Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support (tts), however, the customer declined to the complete the check at the time of call. Tts performed multiple attempts to gather additional information and no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.